Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported stroke could not be determined through this evaluation. The patient remains ongoing on lvas support and no additional events have been reported at this time. The instructions for use lists stroke as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 2 years and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had stroke like symptoms on (B)(6) 2017. The CT scan showed left middle cerebral arterial clot. The inr was 3.8. Patient underwent thrombolectomy and symptoms resolved. Patient discharged from hospital on (B)(6) 2017 to rehab until (B)(6) 2017. No further information received, however, requested.